Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/09/2025, it was reported by a sales representative via phone that an ar-1249 nitinol guide pin for bio-interference screws broke. This was discovered a week after undergoing an acl reconstruction on (B)(6) 2025. The patient was experiencing pain and went in for a follow-up. An x-ray confirmed there was a fragment in the patient's knee. The revision procedure has taken place and the fragment was removed.

Manufacturer narrative:
Additional information: b3, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error. The dfu for this device, dfu-0023-eo revision 4, gives the following warning: 2. After insertion of the instrument into the joint, do not apply additional flexion to the joint. A piece of a broken instrument can become lodged in soft tissue and/or disappear from the arthroscopic view of the surgical field resulting in possible fragments being retained in the patient.